Manufacturer narrative:
Section a patient information is not applicable. There was no impact to patients as a result of this event. The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse replaced the tarpon amp boards at the fl1 and fl2 location. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - (B)(4).

Event description:
While at the customer site to address low events seen on b27, the field service engineer observed amp board warnings at the fl1 and fl2 positions of the customer's fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.